Event description:
The international customer reported the ventilator would not power on. The customer reported the device was not in use therefore there was no patient involvement or harm. The manufacturers service engineer confirmed the reported problem. A replacement power supply has been ordered for service of the reported problem. Power failure due to loss of ac power may result in shutdown of device during normal ventilation operation.

Manufacturer narrative:
Supplemental report

Manufacturer narrative:
Completion of service pending.

Event description:
The manufacturers field service engineer replaced the power supply to address the reported problem.